Manufacturer narrative:
MFR received date: 01 sep 2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a faulty led indicator. The device was not in clinical use at the time the issue was discovered. There was no patient involvement or harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The device was evaluated by the field service engineer (fse) and confirmed the reported problem. The power switch overlay was reported to address the reported issue and this repaired the device.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.